Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient underwent a new lead reimplantation procedure after experiencing dislodgement. The patient's right atrial (ra) lead and the right ventricular (rv) had subsequently dislodged following the initial procedure, after an undetermined duration which also resulted in failure to capture and unspecified impedance problems on both leads. X-ray performed confirmed the leads dislodgement. The patient presented to the hospital to address the subsequent leads dislodgement, and it was found that the device pocket was infected. The pacemaker, the ra lead and the rv lead were explanted due to the infection. A new pacemaker system was implanted on the contralateral side. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were infection, lead dislodgement failure to capture and impedance issue. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported events of failure to capture and impedance issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.